Event description:
New information notes that prior to explant loss of capture was observed.

Event description:
It was reported that lead dislodgement was observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.